Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad buttons are sticky and not responding consistently to user input, taking multiple pushes to get bolus insulin programmed. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: the keypad was found to be peeling at the contrast button. During testing, all keypad buttons were intermittently unresponsive. None of the keypad buttons were found to be sticking. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.